Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, multiple "service required" codes were reported found in the ventilator's downloaded error log. The device was returned to the customer unrepaired per the customer's request.